Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device had migrated towards the back side of the patient. It was additionally stated that the smart pass feature was no longer available. No erosion was observed and to date, no surgical intervention required. Technical services (ts) was contacted for a data review and recommendations. Ts reviewed case information and stated the system should be tested to ensure no sensing changes have occurred and to assess the feasibility of the shock vector. Ts stated that induction testing would represent a good technical option to evaluate shock effectiveness however, if the device has migrated too much thus creating instability, other actions could be required. To date no device changes have been reported to boston scientific. Subsequently, it was reported that surgical intervention was required due to further device migration. The device was repositioned and appeared correctly positioned via x-ray imaging however, it was thought it may have migrated a second time. A field request was made to technical services for information specific to optimal position recommendations, vector selection optimizations as well as smartpass deactivation prevention. Ts conducted an additional review of the available information with the recommendation for continued patient management, to have the patient evaluated with posture changes so as to assess signal amplitudes. Based on the outcome of this evaluation, vector selection can be optimized and confirmed appropriate.